Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a sensor that would not complete the two hour warm up. No additional event or patient information is available. Data was provided for evaluation. Complaint for no initial calibration was confirmed due to signal loss during warm-up. The root cause was determined to be signal loss during warm-up.